Manufacturer narrative:
Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event indicates the hip dislocated, which occurs when the head dislocates from the liner. No allegations were made against any of the remaining devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported as a result of a legal claim that allegedly on or about (B)(6) 1999, a stryker trident acetabular hip system ceramic on ceramic was implanted in the patient. On or about (B)(6) 2002, (B)(6) 2003, (B)(6) 2003 and (B)(6) 2003, the patient allegedly suffered repeated dislocations of the left hip, lax gait. On or about (B)(6) 2003, the patient allegedly underwent revision surgery of the left trident system.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported as a result of a legal claim that allegedly on or about (B)(6) 1999, a stryker trident acetabular hip system ceramic on ceramic was implanted in the patient. On or about (B)(6) 2002, (B)(6) 2003, the patient allegedly suffered repeated dislocations of the left hip, lax gait. On or about (B)(6) 2003, the patient allegedly underwent revision surgery of the left trident system.